Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the touchscreen illuminates, but does not respond to presses. Customer had elevated blood glucose levels (532 mg/dl). Customer stated blood glucose levels were stabilized with manual injections. It was indicated that the customer has back up insulin injections for continued insulin therapy.